Manufacturer narrative:
(B)(4). Batch # n55k5j. The analysis found that the plee60a device was received in good visual condition and with a gst60b cartridge loaded on the device partially fired 2/3 consistent with an incomplete or interrupted cycle. Upon further inspection, the reload was noted to have the cartridge deck damage. This damage is consistent with the device being clamped over a hard object. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). It was reported that during a laparoscopic gastric bypass the surgeon fired 4 white gst reloads with no incident. The firings were used to resect the bowel and form the roux-en-y anastomosis. Next the pouch was created. First blue gst firing was fine. Second firing at a 45 degree angle from the previous firing and performed by the surgical first assist under direct supervision of the surgeon. They always wait a full 15 seconds on every firing and pulse. He closed the stapler and pulsed to about 50mm. Nothing looked wrong at that time. Second pulse the tissue in the jaws moved the about half of the 10 mm pulse distance. The sales rep. Indicated something looked wrong. The surgeon told him to pulse again. The tissue moved the entire distance of this pulse. We engaged the reverse button and removed the tissue form the device. A second plee60a was opened and a staple line using a blue gst reload and proximal to the previous was made going through the same staple line previous resected at the same 45 degree angle. The staple line looked good. There were one or two firings with blue gst reloads to complete the pouch. At that point the surgeon began checking all the staple lines and over-sewing. This is when he found both non formed staples ¿u¿ and ¿v¿ shaped. He over-sewed the entire staple line for security. The surgical tech swishes hard after every firing using a full basin of fluid. Staff in room is well trained. Scrub tech was vigorously swishing end effector between every firing. I have pics I will send. Taken anvil side up. You can clearly see malformed staples with legs sticking straight up and out of the stapler line. We also have a tissue sample to be shipped in with the tissue movement firing in the tissue. Additional firings from the stapler indicated the "weird" or jagged stapler line formation we have observed in two other previous cases. Intraoperative photos received. The seven images provided were reviewed and a revised detail of the images showed tissue with a staple line with many stacked staples, some of them partially formed and some in proper b form shape. No cut line was appreciated on the tissue. Based on the images alone the event describe is confirmed, unfortunately there is not enough evidence in the document to determine root cause. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a laparosocpic gastric bypass procedure, the surgeon used four gst white reloads to resect the bowel and make the roux-en-y anastomoses with no issues. He then went to form the pouch on the stomach using blue gst reloads. First firing looked fine. Second firing the surgeon pulsed the reload to 50mm waited the normal fifteen seconds and fired the stapler pulse again. At this point all the tissue in the stapler moved distal in the jaw approximately 5mm of a 10mm pulse. Next firing the tissue moved the entire 10mm. The stapler reverse was deployed and the stapler was removed from the tissue. Another device was opened and the case was completed. Additional firings from the stapler indicated the "weird" or jagged stapler line formation. Entire staple line was oversewn due to the combination of pushing tissue and weird non three full rows of staples. There were no adverse consequences for the patient.